Manufacturer narrative:
As reported, a 5x40mm 90cm saber percutaneous transluminal angioplasty (pta) balloon catheter was inserted and inflated, and then it ruptured while inflated. There was no patient injury reported. The device was being used for a shunt pta case. The target lesion was close to severely calcified. There was moderate vessel tortuosity and angulation. The percentage of stenosis was ninety-nine percent and the device was not used for a chronic total occlusion (cto). The device was stored, handled and prepped per the instructions for use (IFU). The device prepped normally. There was no difficulty removing the product from the hoop, removing the balloon cover, or removing the stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon inflated normally and the maximum inflation pressure was sixteen atmospheres (atm). There was no difficulty advancing the balloon catheter through the vessel, however there some was difficulty crossing the lesion. The catheter was in an acute bend. After the balloon catheter ruptured, the device was removed easily and intact from the patient. The procedure was completed with a new unknown device. The device is not being returned for evaluation. Infectious disease is suspected. The device was not returned for analysis. A device history record (DHR) review of lot 17667146 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (severely calcified with moderate tortuosity and angulation at 99% stenosis) and procedural/handling factors (some difficulty crossing the lesion) may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a 5mmx4cm saber percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inserted and inflated, and then it ruptured while inflated. There was no patient injury reported. The device was being used for a shunt pta case. The target lesion was close to severely calcified. There was moderate vessel tortuosity and angulation. The percentage of stenosis was ninety-nine percent and the device was not used for a chronic total occlusion (cto). The device was stored, handled and prepped per the instructions for use (IFU). The device prepped normally. There was no difficulty removing the product from the hoop, removing the balloon cover, or removing the stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon inflated normally and the maximum inflation pressure was sixteen atmospheres (atm). There was no difficulty advancing the balloon catheter through the vessel, however there some was difficulty crossing the lesion. The catheter was in an acute bend. After the balloon catheter ruptured, the device was removed easily and intact from the patient. The procedure was completed with a new unknown device. The device is not being returned for evaluation. Infectious disease is suspected.